Event description:
It was reported the pt presented (B)(6) months post-operative with pain and stiffness at a previous operative site in his shoulder. Further examination revealed the pt required a second rotator cuff repair and a subsequent anchor revision. The anchor was replaced arthroscopically. The MFR was unable to confirm whether or not the original anchor implanted was an arthrocare device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The catalog and lot number of the reported device were not available. Without a lot or catalog number, no mfg or expiration dates can be provided.